Event description:
On or about (B)(6), 2006, the pt was implanted with an ams monarc sling with the intention of treating ¿her stress urinary incontinence.¿ it was reported that as a result of having the implanted mesh the pt has experienced, ¿serious bodily injuries, including, but not limited to, painful intercourse, infection, urinary problems, and other injuries.¿ it was also reported that the pt experienced, ¿significant mental and physical pain and suffering, has undergone a procedure to remove an extruded portion of the sling, will likely require add¿l corrective surgery, and medical treatment and has sustained permanent injury.¿

Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.